Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was over 600 mg/dl. The customer changed the pump supplies multiple times and correction boluses were used in an attempt to lower the bg level. A cause for the past occlusions could not be determined. A pump system check was performed using the current supplies on the pump. The pump and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer loaded a new cartridge and insulin delivery was resumed. A correction bolus was successfully delivered.